Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received her paddle lead on (B)(6) 2011. It was reported that the patient is unhappy with her stimulation. She feels stimulation more in her ribs and stomach. As a result, the patient has chosen to have her system explanted. She is scheduled to meet with an sjm representative for reprogramming to try and resolve the issue. No further information is available at this time.